Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter: syringes do not have markings on barrels they alerted that they have syringes without markings.

Event description:
No additional information.

Manufacturer narrative:
Six photos were provided to our quality team for investigation. Upon photos investigation, it was observed that multiple syringes were entirely missing the scale markings. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions is required at this time. Furthermore, a device history record review was completed for provided lot number 3116123. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.